Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during dwell one of their therapy. The patient verified that there was nothing noted with the lines that could cause or contribute to the warning. The technical support representative assisted the patient with rebooting the cycler but the warning returned. After being unable to bypass the alarm, the patient cancelled the treatment. Upon removing the supplies, the patient did not see any fluid inside the cycler door but stated that there was solution running down one of the lines. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not have manual supplies available to continue with treatment. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The cassette was discarded and the patient has continue peritoneal dialysis therapy with the replacement cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler would not turn on due to the on/off switch damage. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.